Event description:
End cap of ridgid angle drill driver came off and wouldn't go back on - possibly broken. Another item was used instead and case completed without any delays or medical intervention.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.